Manufacturer narrative:
The manufacturer became aware of a rep dream station auto CPAP device. The patient passed away. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected that using a known good power supply and power cord, pil confirmed the device powers on and provides airflow. There were no errors logged. The manufacture was not able to confirm the complaint, or address the symptoms specified. During the investigation, the manufacture observed an unknown contaminant on the module flip door. A dust-like contaminant was observed on the top enclosure, rear enclosure, bottom enclosure, blower, and blower seal. Hair-like particles were observed on the rear panel. A keratin-like substance was observed on the outlet of the blower box addresses the issue of keratin. In box d: device serviced by 3rdp?, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device. The patient passed away. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.